Event description:
Customer called hologic questioning different results obtained after re-testing sars/flu kit on other systems (genexpert, ingenius). Customer initial test was ran using panther instrument sn (B)(4).

Manufacturer narrative:
Technical support (ts) informed the customer that the discrepancies are not surprising in the sense that different platforms have different levels of sensitivity. In the case of geneexpert in particular, according to the information shown in the package insert, it has a sensitivity lower than the panther assay. This means that more viral load is needed in the sample collected from the patient to be detectable on the geneexpert platform than what is need to be detect on the panther instrument. No futher issues were reported.